Event description:
It was reported that a malfunction occurred with the customer's pump, displaying malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the customer to allow the battery to deplete before transportation and arranged for the pump to be replaced. The customer was informed about the need for replacement and planned to use multiple daily injections as a backup therapy during the transition. The customer was also instructed to return the faulty pump using the pre-paid label and return box, all of which was confirmed by technical support.